Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated their blood glucose levels with a bolus. The customer stated that they were 62 mg/dl but dropped to 50 mg/dl after waking up from sleeping. The customer did not mention any form of treatment for their blood glucose levels. Customer's blood glucose value was 50 mg/dl at the time of the call. Customer declined to troubleshoot for high readings. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise and drop. The product was/was not returned for analysis.